Manufacturer narrative:
The erbe generator was analyzed and found that the failure was confirmed and reproduced. The complaint regarding activation has been interrupted due to error u-02 was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting activation has been interrupted due to an error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the errors would not clear and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that activation had been interrupted due to an error u-02 on the erbe generator. The tse reviewed the system logs but found no related errors. The tse walked the customer through disconnecting of all cables on the back of the erbe, letting the erbe rest for two minutes and connecting only the power cable. However, when the erbe was powered back on, the error persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information follow-up: the case was completed by swapping out to the force triad generator. There were no further issues or delays. There was no harm to the patient.